Manufacturer narrative:
Examination of the returned stent revealed sections that had been crushed, apparently due to inadequate protection during shipment from the hospital. The stent had been shipped in a simple mailing envelope. Longitudinal dissection of the stent revealed a clear lumen. Based on information from the sales rep, the applied stent did not allow the kidney to drain and was replaced by a cook stent. The returned (applied) stent did not present with any obvious artifacts suggesting that it had occluded. It is unclear whether the cook stent or the act of replacing the applied stent was responsible for restoring drainage. Therefore, the root cause of the incident could not be determined due to insufficient information related to the conditions surrounding the event. This concludes our evaluation. This report represents our initial and final report.

Event description:
"Cysto bilateral stent placement; uneventful stent placement; bilateral." Patient required bilateral percutaneous drainage. Per a conversation with the rep in 2008, bilateral stents were placed after lithotripsy, within two days the patient returned in a lot of pain. The applied stents were removed and replaced with a cook stent. Product was shipped by hospital in an envelope through the mail resulting in crushing of the stents.